Event description:
At our hospital we have the alaris infusion pumps. On (B)(6) we had an update that was sent wirelessly to the infusion pumps for a heparin concentration update (25,000 units/500 ml to 25,000 ml). Nursing was educated regarding the pump update and given instructions of how to update from the manufacturer's website. Update was sent wirelessly in the morning. That evening an infusion pump on a medical unit was not updated and subsequently the previous concentration of heparin was selected (25,000 units/500 ml but the new concentration of heparin was actually administered via pump (25,000 units/250 ml). Luckily there was no harm to the patient. It would be nice if alaris alerted the rn that a new library should be downloaded and also the company should have better instructions on how to download the library. We have made our own instructions of how to download the library because the instructions provided by the company are very vague.